Manufacturer narrative:
Depuy spine has requested return of the screw for evaluation. The implant may have been subject to high bone to implant stresses due to the pt's overweight condition. The loose screw toggling most likely occurred after the left screw pulled out of the pedicle. Examination of x-rays revealed that anterior support in the form of a cage was not used and this may have been a contributing factor in combination with extreme stresses placed on the implants. A follow-up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports pt had reduced spondylolisthesis during primary surgery and felt a 'give' in her back with associated pain approx one month later. Post-operative x-rays indicated that a previously reduced l4/5 spondylolisthesis had gone back to pre-op slip. Revision surgery found the right l5 screw head was 'toggling' and not fixed and the left l5 screw had become loose in the pedicle. Mfg medwatch report # 1526439-2010-00070 is being filed for the second screw that was involved in this event.